Manufacturer narrative:
A siemens customer care center (ccc) specialist followed up with the customer to inquire about the confirmation of the unconjugated estriol (ue3) results. The customer stated that they did not test the samples on a different reagent lot or on an alternate platform to confirm the findings. The customer also stated that the samples were not available for investigation. The customer has not obtained discordant ue3 results from any other patients' samples with this reagent lot. The customer has not obtained any other discordant results from this instrument. The cause of the falsely low ue3 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A falsely low unconjugated estriol (ue3) result was obtained on an immulite 2000 instrument. The initial result was reported to the physician, who questioned it. The patient was re-drawn a few days later and the re-draw sample also resulted falsely low for unconjugated estriol on the same instrument. It is unknown if the repeat result was reported to physician(s). There are no known patient intervention or adverse health consequences due to the discordant, falsely low unconjugated estriol results.